Event description:
The vent was to be placed on a pt. Passed self test, and flow sensor was calibrated. After all parameters have been set to the desired levels, it was observed that the vent did not cycle nor alarm.